Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was a breach of the outer insulation due to a cut at 37.3 centimeters and visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, the lead threshold and pacing impedance were high. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.